Event description:
It was reported that the patient's lead "failed over a period of time of about three years" which reportedly resulted in the draining of the battery. A new lead was placed when the battery was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).